Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported, left side "feels pain and folds" and "swelling". Later, healthcare professional reported, "retroglandular protheses, with ondulated contours and radial folds", "pain and capsular contracture to the left" baker grade iii, confirmed via MRI. And "sparse calcifications", confirmed via mammogram. Device remains implanted.

Event description:
Patient's representative later reported " the silicone implant implanted in breast was rupturing, causing silicone leakage." The event of "simple cysts" is not device related. The device was explanted.